Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced more pain in the back and his left leg goes numb due to the failing stimulator. The patient was more depressed, can't do activities, stressed with finances causes trouble in sleeping per statement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.